Event description:
Customer reported the insulin pump alarmed button error and keypad has a scrolling issue. Customer's blood glucose was 232 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage on the keypad assembly, no button error alarm, no failed battery alarm and no scrolling numbers anomaly noted. Inspected connector on lcd and no unlock keypad connector. The insulin pump passed displacement, operating currents, self test and off no power test. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.